Manufacturer narrative:
The autopulse platform (sn (B)(4)) will not be returned for investigation. The user was able to clear user advisory (ua) 45 (not at "home" position after power-on/restart) error message by receiving instruction from a zoll representative. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was not able to clear the error. The customer called customer service and was able to clear the error and confirmed the device is functional after instructions were provided over the phone. The platform will not be returned. No patient involvement.